Manufacturer narrative:
Per tandem¿s t:flex user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. The customer&#38112;blood glucose (bg) level was not impacted for the first fill estimate. However, for the most recent fill estimate, the customer's bg level was 340 mg/dl and it was addressed with a correction via the pump. Reportedly, the customer stated that they had back surgery and thought the cartridge was changed; however, it could not be confirmed. Also, it was noted that the customer reused cartridges. A follow up with the customer indicated that the supplies were changed.